Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected power loss alarm, failed battery alarm or replace battery now alarm noted. However, device trace download analysis confirmed the insulin pump alarmed power error and replace battery alert. The power management tool confirmed power error and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No rattling noise when shaking the insulin pump noted. No loose components inside the insulin pump noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her pump continuously has battery fail. The customer has changed 20-25 failed batteries. She gets 3-4 days before it fails again. The customer reported that blood glucose was in 200mg/dl range, already reported and did troubleshoot on high blood glucose. Her blood glucose got stable and there was no need for troubleshoot it. Alarm history showed power loss, insert battery, replace battery. No low batt alert before the power loss was present. This is the second occurrence of replace battery now without a low battery warning. Customer states the pump has been dropped. Customer states the pump rattles when they shake it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.